Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and found that the original circuit used during the event was not available. The fse attached a test circuit, using standard settings on the ventilator, and the device recognized patient attachment each test. There were no missed breaths observed. The unit passed all tests, calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, the ventilator was not triggering a breath. The patient was transferred to another ventilator without harm.